Manufacturer narrative:
It was reported by the patient that he had a coronary artery graft bypass surgery in (B)(6) 2012 and suture was used subcutaneously. The patient has had persistent draining sinus tracts from the sternal incision eight months post operative. He was treated with several courses of outpatient antibiotics. The patient was evaluated by an infectious disease physician and IV vancomycin through a PICC line was prescribed. He was reoperated on (B)(6) 2013 to remove any underlying foreign bodies which could be potentially the cause of the aggravated infection or persistent difficulty with the healing under the sinus tracts. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01394. The same patient is represented in each medwatch.

Event description:
It was reported by the patient that he had heart by pass surgery in (B)(6) 2012 and suture was used. Approximately 6 weeks post operative, he began to experience redness and pain at the incision site. Approximately 2 months post operative, he began to develop blisters and oozing at the site. The patient has been prescribed antibiotics and requires an absorbant pad to absorb the wound drainage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.